Event description:
During a cataract extraction procedure, this unit exhibited a "phacofrag circuit failure" message. The procedure was completed with a second handpiece that was able to be calibrated.